Event description:
It was report that the brake did not work effectively. A 1.50 mm rotapro device was selected for percutaneous coronary intervention (pci) of a coronary lesion. During the draw test, the break didn't stop the rotowire from moving when the burr was rotating in normal mode. The wire shows movement during rotation in normal mode, but no movement is observed after the brake-defeat button is activated. The procedure was successfully completed with another 1.50mm rotapro device. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Device history review: a review was completed of the device history records (DHR) for the rotapro, part # h749394671500, batch # 0036256338. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the driveshaft (turbine) was corroded. As the rotowire used in the procedure was not returned, a test rotowire was used for analysis. During analysis, the test rotowire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro system was connected to the rotapro console, the ablation button was pressed, the device stalled and did not run. Despite device stall during analysis, the brake defeat button was pushed and was able to engage and disengage properly with the test wire without issue or resistance. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Product analysis could not confirm the reported event, as the brake defeat button allowed the device to engage and disengage properly with the wire without issue or resistance. Inspection of the remainder of the device presented no other damage or irregularities. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotapro device confirmed that the event of 'brake failure to lock on wire' and 'brake failure to release wire' were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'device problem excluded.' The reported event indicated that the brake failed to lock on the wire during testing in normal mode, and the brake defeat button did not defeat the brake indicating brake functionality issues. Product analysis could not confirm the reported event, as the brake defeat button allowed the device to engage and disengage properly with a test wire without issue or resistance. Additionally, analysis found that the driveshaft (turbine) was corroded indicating the presence of dried saline within the device which is caused by the drying of the saline infusion that had been used during the procedure. The drying of saline occurs after device use, during transit to complaint investigation site. DHR review shows that the device was manufactured per specification, and no evidence suggests device misuse to the instructions for use (IFU).

Event description:
It was report that the brake did not work effectively. A 1.50 mm rotapro device was selected for percutaneous coronary intervention (pci) of a coronary lesion. During the draw test, the break didn't stop the rotowire from moving when the burr was rotating in normal mode. The wire shows movement during rotation in normal mode, but no movement is observed after the brake-defeat button is activated. The procedure was successfully completed with another 1.50mm rotapro device. No patient complications were reported, and the patient fully recovered.